Event description:
The caller stated that the pt complained that the cuff is too high on this tracheostomy tube and was hurting. The tube was removed for comfort, and the pt was re cannulated.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made with out the device.